Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by sales rep via email that during a rotator cuff repair, while inserting a 5.5 healix advance br 3 suture anchor w/ orthocord, after the doctor tapped the whole, the hex head screw part of the inserter broke off while he was screwing in the anchor. The anchor was in the bone and sales rep suggested to bring a chia in the room and feed it through the inserter of the first anchor they used, to retrieve the sutures and finish screwing in the anchor and that worked perfectly. No surgical delay or patient consequence reported. No replacement needed. Device is available for return.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported by sales rep via email that during a rotator cuff repair, while inserting a 5.5 healix advance br 3 suture anchor w/ orthocord, after the doctor tapped the whole, the hex head screw part of the inserter broke off while he was screwing in the anchor. The complaint device was received and evaluated at the laboratory. Visual observations confirm that are missing components as the driver hex tip, suture, suture card, suture gripper, triple barrel and cover handle. However, a picture was provided by sales rep showing the driver hex tip detached from the healix advance driver tubing confirming this complaint. The possible root cause for the reported failure can be associated to the screw was over tightened to high torque levels causing the damage. A manufacturing record evaluation was performed for the finished device [6l47229] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [6l47229] number, and no non-conformances were identified.